Event description:
It was reported that the insulin pump experienced a time/clock anomaly. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: unit was programmed with the correct time and date then monitored for three days. No time loss/gain, a17 alarm or a21 alarm noted. Unit alarmed a21 after battery insertion and reset time/date to factory default, problem isolated to I/b. Unit had cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.